Manufacturer narrative:
Siemens tech. Operations has completed the investigation on novus 10 cassettes returned by the customer, of the same lot (k549079) used for testing. The batch record for k549079 was inspected as well as documentation regarding issues in the novus line log book. There were no issues recorded during the manufacturing process. Based on the reviewed data and novus results from testing performed on the returned cassette, the customer report of false negative wbc results from novus 10 cassette lot k549079 was not observed.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and that none of the discrepant results were reported to the physician. All results were caught during sample examination. Cleaning and technique were reviewed with the customer. The sg well cleaning is done daily per the sop. Samples are mixed well before being poured off into urine tubes. Qc is run daily and all results are within range. Siemens has asked the customer to provide the novus 10 reagent for investigation. The cause of this event is unknown.

Event description:
The customer reported false negative urine leukocyte results on four patients on the clinitek novus when compared to the microscopic examination of the urine sediment. There was no report of injury due to this event.